Manufacturer narrative:
Based on the current information provided, the root cause of the patient¿s post-operative complication cannot be determined. The vse instrument used during the da vinci-assisted surgical procedure is not being returned to isi for evaluation. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system error were found to have occurred during the surgical procedure. This complaint is being reported due to the following: after undergoing a da vinci-assisted surgical procedure, the patient experienced a post-operative bleed, was taken to a hospital, and underwent open surgery to address the post-operative complication. However, the root cause of the post-operative complication is unknown. No issues were identified during the da vinci-assisted surgical procedure.

Event description:
It was initially reported that after undergoing an uneventful da vinci-assisted hysterectomy procedure, the patient was brought back to another hospital due to internal bleeding. According to the initial reporter, the da vinci-assisted surgical procedure was completed robotically with no issues. Immediately after surgery, the patient went to recovery and was reportedly fine. The patient was discharged the same day and was noted to be fine all day. Around midnight that same day, the patient woke up with symptoms of light-headedness and dizziness. Per the initial reporter, the patient passed out and her husband called 911. The patient was transported via ambulance to another hospital. A CT-scan identified what appeared to be blood in the patient¿s abdomen. The patient underwent open surgery to address the internal bleed. During open surgery, no active bleeding was observed and everything looked ¿dry¿ according to the initial reporter. The surgical staff inspected the colon and no issues were found. On (B)(4) 2019, intuitive surgical, inc. (Isi) contacted the isi executive sale representative (esr) and the following additional information regarding the reported event was obtained: the esr was not present during the da vinci-assisted hysterectomy. He did not know if the surgical procedure was recorded on video. The surgical procedure was completed robotically with no reported device malfunctions or intra-operative complications. The patient was discharged the same day. After the patient was taken to the other hospital, a CT-scan identified an internal bleed. The patient underwent open surgery however the source of the internal bleed could not be identified. There was no active bleeding found. The surgical staff cleaned out the blood present inside the patient but no repair of any vessels or tissue was needed or performed. The surgeon who performed the da vinci-assisted surgical procedure contacted the esr and questioned whether there have been any issues with the vessel sealer extend (vse) instrument that might have led to the post-operative bleed. According to the esr, the vse instrument used during the case will not be returned to isi for evaluation.